Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) presented with a red screen displayed on the programmer indicating out of range shock impedance measurements. In addition, the s-ICD turned itself off after interrogation and could not be turned back on. The patient was admitted to the hospital and a memory download was performed. The data and a chest x-ray was sent to bos scientific technical services (ts) for review. A ts consultant reviewed the data and discussed that the shock impedance measurements have been gradually increasing since implant. In addition, there was an untreated episode recorded due to oversensing of noise that is consistent with an electrode contact issue. These observations indicate that the electrode terminal pin is most likely under-inserted in the device header. The under-insertion was confirmed with the review of the chest x-ray. The ts consultant discussed that a revision should be strongly considered to correct the issue. A revision was performed and it was confirmed that the s-ICD's setscrew was not fully engaged. The electrode was reconnected to the device and the shock impedance measurements were in normal range. No additional adverse patient effects were reported.

Manufacturer narrative:
The s-ICD and electrode remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.